Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred. Additionally, the pump touchscreen was frozen on the unlock screen. Customer¿s blood glucose level was 203 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction issue was verified; however, the alleged touchscreen issue could not be verified.